Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested, but not made available due to hospital policy. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding scarring (arthrofibrosis) and pain involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned . -medical records received and evaluation: not performed as medical records were not received. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported devices; x-rays; operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded arthrofibrosis may result from other factors not necessarily related to the device.

Event description:
Due to scarring and pain the insert was removed and replaced with a new one.

Event description:
Due to scaring and pain the insert was removed and replaced with a new one.